Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the guide of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane and also making a noise. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported events of a bent foot and the device making a grinding noise were not duplicated. The foot was not bent, however broken down lubrication was found during disassembly which can contribute to noise the device. Broken down lubrication can build up in the device over time; however cleaning habits can contribute. Device was placed in parts retention.